Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The downloaded data shows the device completed first prime earlier than expected. No timeouts or drive stalls were observed in the device data. However, abnormalities were observed in the rotational sensor data. Thus, the device was reset and delivered a 5u bolus. The rerun data did not show any timeouts or drive stalls. The rotational sensor abnormalities were not replicated in the rerun data. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear. Therefore, the rotational sensor malfunction caused the device to complete first prime earlier than expected, which prevents the device from properly deploying the cannula. However, the exact cause of the rotational sensor malfunction could not be conclusively determined. The drive mechanism was inspected and found contamination on the commutator cap. Although contamination was observed on the commutator cap, it could not be determined if this was the cause of the rotational sensor malfunction considering that the error did not replicate in the rerun data.

Event description:
It was reported while a patient had activated a pod the cannula did not deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.